Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a complete se stent to treat a moderately calcified and slightly tortuous mid sfa lesion. The device was removed from its packaging and prepped as per IFU with no issues noted. The device was not inspected. During the procedure, the nurse noted that the device had surpassed its expiration date but the physician had already begun to deploy the stent. The tech grabbed the device in a rush and no one checked the date before opening. The device was implanted in the patient approximately 4 days past its expiry date. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.